Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed along with the finding of a broken light-guide connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event along with the broken light-guide connector could not be identified. However, it¿s likely the cause of the phenomena is related to excessive force applied by the user. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus autoclavable quick lock telescope¿s mouthpiece sleeve was failing to properly thread. There was no patient harm report as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.